Event description:
Upon eval by the MFR, missing segments were observed in the result display of the advantage meter. No adverse event reported. Requested return of suspect device and replacement was sent.